Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient identifier: (B)(6). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2009 the patient underwent stenting in the mid left anterior descending artery (lad) with one promus stent. On (B)(6) 2011, the patient experienced shortness of breath, increasing orthopnea, and chest tightness. The patient was diagnosed with a myocardial infarction (mi). On (B)(6) 2011, the coronary angiogram found 80% stenosis proximal to the patent stent in the index lad, 50% stenosis in the distal obtuse marginal, 60% stenosis in the mid right coronary artery, 70% stenosis in the right posterior descending artery, and no significant disease in the left main coronary artery. However, the core lab report indicates that there was in-stent restenosis involving the proximal edge of the stent that was not percutaneously treated. Only the target vessel, non-target lesion in the proximal lad was revascularized percutaneously on (B)(6) 2011. On (B)(6) 2011, the patient underwent a triple vessel coronary artery bypass graft surgery (CABG) with a left internal mammary artery graft to the lad, a saphenous vein graft (svg) to the posterolateral artery, and svg to the right posterior descending artery. After the CABG the patient had a second mi. On (B)(6) 2011, the patient experienced an exacerbation of congestive heart failure that resolved with medication on (B)(6) 2011. The physician indicates that these post procedure events are unrelated to the index procedure. Though requested, there was no additional information provided.